Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: during investigation, the black box showed no evidence of a reboot events. The battery compartment was cracked at threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion is observed in the battery canister. A leak test failed due a battery compartment leak. A battery cap was fastened and then unscrewed ½ turn leading to a reboot. The reported ¿power¿ complaint was duplicated due moisture corrosion. The display screen contrast is dim and reddish..3-battery cap was fastened and ¿ez-prime¿ steps were performed correctly, no further power interruption occurred during the investigation. The pump¿s cover was removed, further moisture corrosion was found to the cgm module and printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and the battery compartment was cracked. There was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.